Event description:
The philips bench repair evaluated the device and confirmed the reported problem where there was no data on the display. The issue was isolated to the power pca. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).